Event description:
During right shoulder arthroscopy, mumford procedure. The screen tip of the arthro wand broke off of the instrument. Attempts were made to retrieve the screen tip unsuccessfully. Portable x-ray confirmed the screen tip in the muscle of the right arm where it was left.